Event description:
Exam light fell from ceiling mount during an in office procedure. 'Light fixture was coming out of ceiling; adjusted it to prevent any injury or from striking counter. The fixture fell from the ceiling landing on the stretcher underneath it and striking the nurse's right forearm.'